Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that there was a communication failure error message. This error prevented the monitors form functioning. This issue will prevent the suer from being able to view a "live" fluoroscopic image. There is no report of a pt injury or death associated with this event.